Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, an error code displayed on the instrument and the tissue pad broke. A similar device was used to complete the case. There was no patient consequence.